Event description:
Event details: a hole was found at the front of the plunger, which the nurse did not notice when drawing the medicine into the syringe. Immediate actions taken: syringes with the same lot number were removed. Procurement department was informed. The patient did not receive their medication for an unclear number of hours before the problem was discovered. The patient does not appear to have received any air into the bloodstream. Two defective syringes have been retained. Comp 251107: the patient was given cordarone to normalize heart rhythm due to a fibrillation. If the drug did not go in as it should, it could have led to severe fibrillation that then developed into a cardiac arrest. In this case, it went well, the patient did not have a cardiac arrest

Manufacturer narrative:
Pr 13410232 follow up MDR for device evaluation: it was reported that there was a small hole near the luer connection. One photo and two physical samples were provided to our quality team for investigation. Upon inspection, a white bubble was observed within the barrel near the luer. Functional testing was completed and liquid was observed to leak through a small hole that was created as a result of the bubble, verifying the reported incident. A device history review was performed for lot 2504037, finding one annotation related to this observation. During manufacturing, one molding cavity had been identified as underfilling and was closed. The samples provided were confirmed to have been produced in this cavity. Six retained samples from the same lot were also evaluated, and no bubbles or damage were identified in those units. Based on the investigation and evaluation of the returned samples, the hole was determined to have formed during the molding process due to insufficient material compaction related to the cavity underfilling. Manufacturing personnel have been notified of this incident to increase awareness and prevent recurrence. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Event details: a hole was found at the front of the plunger, which the nurse did not notice when drawing the medicine into the syringe. Immediate actions taken: syringes with the same lot number were removed. Procurement department was informed. The patient did not receive their medication for an unclear number of hours before the problem was discovered. The patient does not appear to have received any air into the bloodstream. Two defective syringes have been retained.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.